Event description:
The user facility reported that the angio-seal did not click when connecting the angio-seal device into the angio-seal sheath.

Manufacturer narrative:
Patient identifier - requested, not provided, age & date of birth - requested, not provided, patient sex - requested, not provided ,weight - requested, not provided, ethnicity - requested, not provided, race - requested, not provided, lot number - requested, unknown, expiration date - unknown due to unknown lot number, UDI - unknown due to unknown lot number, implanted date - device was not implanted, explanted date - device was not explanted, and device manufacture date - unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) could not be reviewed as a valid lot/serial number was unavailable. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).